Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the pt's system controller had burned. There was a strong smell of smoked electronics coming from the system controller. The pt switched to the back up system controller.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.